Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen flickers and goes dark on the deflectable videoscope. This issue occurred during a therapeutic procedure while the device was being reprocessed. Despite this, the procedure was completed using the same device, and there have been no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: (distributor should be unmarked) and h6 (health impact code- 2645). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the screen flickers and goes dark was confirmed. Based on the results of the investigation, it is likely that the screen flickered and became dark, and no image showed up due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.